Manufacturer narrative:
Additional information received on 02-jan-2019 that the issue occurred during infusion preparation (not during infusion). The patient was successfully able to switch a different tubing to start the next infusion. No doses were missed, and the tubing was replaced. There was no medical intervention.

Event description:
It was reported that the device broke at the filter area and the device leaked infusion fluid. No adverse effects to patient.